Event description:
It was reported that the "connection between the one way stopcock and the male connector of the pressure tubing got detached during use."

Manufacturer narrative:
The device evaluation is on-going at this time. A supplemental report will be forthcoming when investigation is completed. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Manufacturer narrative:
One single dpt-vamp flex kit with IV set and pressure tubing was returned for evaluation. Blood was visible inside the kit. The complaint of detached tubing confirmed. The tubing attached to the planecta (supplier sample site) was completely detached from the adaptor of the male connector. Indications of bonding adhesive were visible at the tubing bond area. The amount of bonding adhesive appeared to be less than seen on a comparable lab sample. The planecta and its attached tubing are received as a finished product from jms. The component was returned to the manufacturer, jms, for their evaluation. The jms evaluation concluded that the tubing detachment was not the result of a molding defect. The amount of bonding adhesive appeared sufficient and the connection between the tubing and the adaptor of the male connector appeared to be correctly bonded. Testing was performed with a similar sample in good condition and no detachment occurred at 15n pull force for 15 seconds, and no other abnormality was noted. The investigation concluded the detachment was suspected to be caused by intermittent or continuous pull forces. The lot number was unknown; however, production and inspection records for some possible lots from shipping information were reviewed. No abnormalities were recorded. There is no evidence of a manufacturing nonconformance. No further actions will be taken at this time.